Event description:
It was reported by a retrospective study that seven days after the placement of an external fixation device, the patient developed an unknown infection, with sepsis. The patient was treated with antibiotics and the pins were exchanged. No additional information is available.

Manufacturer narrative:
(B)(4). Report resource: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g3, g7, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The xtrafix system is sold non-sterile. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Non-sterile product related infection is not considered a zb issue as it labeled as non-sterile and presumed to be sterilized and readied elsewhere. The root cause of infection has been attributed to not device related. This complaint has been determined to be not reportable as the infection is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Non-sterile product related infection is not considered a zb issue as it labeled as non-sterile and presumed to be sterilized and readied elsewhere; therefore, products are not identified as the source or contributing to the reported infection.

Event description:
It was further reported by a retrospective study, a patient underwent placement of a xtrafix device, at an unknown site on a left extremity. Subsequently, seven days later, developed an unknown infection at the pin sites and was diagnosed with sepsis. The patient was treated with antibiotics and the external fixation device was removed no additional information is available.